Event description:
On (B)(6) 2013, it was reported that the patient does not think his infusion device delivers an accurate amount of insulin. The patient stated that there were frequent occlusions. He stated that he changed the device's accessories, but it did not solve the problem. He experienced elevated blood glucose levels. The patient's device was replaced and he did not have any further issues. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.